Manufacturer narrative:
The device history records were not reviewed, lot number was not provided.

Event description:
Dr (B)(6) reported injecting a female pt with radiesse into nasolabial folds on (B)(6) 2011. The pt experienced swelling and pain/tenderness in the "tip of nose" and nasolabial area on the same day. No treatment was reported. On (B)(6) 2011, an update was received with add'l info. (B)(6), contract nurse for (B)(6) received info from (B)(6) in (B)(6), who stated the pt experienced neuropathic pain and skin blanching post radiesse injection. The pt was advised to use heat and massage to the area and gtn spray. The pain had worsened and the pt's face is turning black in the treated area, suggesting possible necrosis. The pt was advised to go to "(B)(6)". No other info was provided. On (B)(6) 2011, an update was received with add'l info. The pt was injected with radiesse on (B)(6) 2011, in the nasolabial folds. She had the same treatment last year and was fine. At 1 pm, her face started to swell and ice pack was applied. By 6pm, it was aching. By 6:30pm, her face was sore, at 7pm, she was in agony and bruising. Her face had swollen like a balloon. She was in severe pain. She saw a plastic surgeon (name not provided) who is amazed at the reaction and does not know what happened. She is on steroids, painkillers and antibiotics (name, doses, and frequencies were not provided). She could not eat. On (B)(6) 2011, an update was received with a confirmation of infection and not necrosis. The infection was treated.